Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient underwent another gynecological procedure on (B)(6) 2006 and advantage was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent excision of 4 to 6 cm midline portion of mesh tape with reconnection and reimplantion of veritas vaginal anterior graft suburethrally on (B)(6) 2005. It was reported that the patient underwent cystoscopy, explant of previous mesh sling, harvest of fascial graft and tractional fascial pubovaginal sling on (B)(6) 2006.